Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the returned proximal segment (measured at 189 cm) of the guidewire was kinked, unraveled and broken. It was noted that the guidewire appeared to be damaged at implant. Blood and tissue were visible on the guidewire. It was also noted that the distal end was not returned.

Event description:
It was reported that during a positioning case of the lv (left ventricular) lead the distal part of the guidewire broke off in the coronary sinus and stayed in the branch. The lead and guidewire were both removed and by using a snare it was possible for the physician to retrieve the guidewire residual. The physician then used a new guidewire and implanted a new lv lead. No further patient complications have been reported as a result of this event.